Manufacturer narrative:
Insulin pump was received with pump error 37 alarm during rewinding due to jammed motor gearbox. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. Reservoir is able to lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was unable to lock reservoir in place. Customer¿s blood glucose was 120 mg/dl. Customer stated that insulin pump had crack at back of insulin pump and battery compartment. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.